Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker system. Technical services (ts) analyzed device episode data and found that there was oversensing of this noise which resulted in stored atrial tachy response (atr) and ventricular episodes. It was noted that the noise in the ventricular episode appeared to be due to electromagnetic interference (emi). Ts suggested that the patient be brought in to clinic and isometric and pocket manipulation testing be performed. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a non-boston scientific product. As of today, this product has not been returned to boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker system. Technical services (ts) analyzed device episode data and found that there was oversensing of this noise which resulted in stored atrial tachy response (atr) and ventricular episodes. It was noted that the noise in the ventricular episode appeared to be due to electromagnetic interference (emi). Ts suggested that the patient be brought in to clinic and isometric and pocket manipulation testing be performed. No adverse patient effects were reported. Currently, this lead remains in service.